Event description:
Information was received that reported a patient was hospitalized for incidence of hyperglycemia. Blood glucose upon admission to the hospital in 2006 was 296. At that time, work-ups were also done for both the thyroid and gallbladder as they are unable to determine the cause of the frequent spikes in blood glucose. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.